Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Healthcare professional reported rupture was confirmed by MRI. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as fold flaw opening. Additional observations: ¿ stress mark observed on the device. ¿ crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. Healthcare professional reported rupture was confirmed by MRI. Device has been explanted